Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead's lia (lead integrity alert) was triggered when there was no issue. It was noted that lia was triggered due to sensing real vf (ventricular fibrillation) at short cycle lengths. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(4) 2011 a lead integrity alert was triggered, between (B)(4) 2011, there was interference/noise of ventricular short interval count (v-sic) equal to 120.5 counts avg/day in 3.62 days, and on (B)(4) 2011 there was oversensing of ventricular nst (non-sustained tachycardia) less than or equal to 210 ms and vf (ventricular fibrillation) less than or equal to 210 ms average ventricular-cycle.